Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis of 867mg/dl. Troubleshooting was performed. The time and date were incorrect. Assisted the caller to correct them. Reviewed the bolus history and found that the customer bolused a few times on some of the days and once in another days. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.